Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump, provided instructions for putting the current pump into storage mode, and advised the customer on steps to take upon receiving the new pump. The caller acknowledged receipt of the field correction email notice and agreed to return the problematic pump within 10 days using the provided return box and pre-paid label.